Event description:
Report 2 of 2. A customer complained after a patient sample failed to react with d(rh1) positive cells 1 and 2 of 0.8% selectogen using ortho mts anti-igg grouping card the customer reported that on (B)(6) 2021, they had tested a patient sample (sample ID (B)(6)) for antibody screening using 0.8% selectogen and ortho mts anti-igg grouping card in conjunction with their ortho vision mts analyser and that they had obtained a negative reaction with cells 1 and 2 of the red cell reagent. The customer reported that on the same day, they had tested an alternative sample from this patient from the same drain for antibody screening using 0.8% selectogen and ortho mts anti-igg grouping card in conjunction with their ortho vision mts analyser and that they had obtained negative reactions with cells 1 and 2 of the red cell reagent. The customer reported that a sample from this patient was sent to an alternative facility for additional testing. The customer reported that the alternative facility had tested a sample from this patient for antibody screening using 0.8% selectogen and ortho mts anti-igg grouping card lot unknown in conjunction with their ortho vision mts analyser and that they had obtained a positive reaction (1+ reaction strength) with cell 1 of the red cell reagent and a negative reaction with cell 2 of the red cell reagent. The customer reported that they had tested a sample from this patient for antibody identification using resolve panel a in conjunction with their ortho vision mts analyser and that they could identify the presence of an anti-d(rh1) antibody. No further detail provided. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported event.

Manufacturer narrative:
Ortho performed retain testing, batch record review, complaint review by lot, donor history and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).